Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The right cylinder and the pump were explanted and replaced. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The right cylinder and the pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. In addition, the pump stayed flat during leakage test and would not rebound normally. No leaks were identified in the component. The cylinder was microscopically inspected and tested for leaks. The microscope test found that the cylinder kink resistant tubing (krt) had a hole from wear, along with additional wear at the fold areas on the proximal, middle, and distal ends of the cylinder. Leaks were identified. Based on the information available and analysis results, the cylinder krt leak from wear confirmed the reported clinical observation of mechanical issue and the hole/perforation.